Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082007) on 21-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included butalbital; caffeine; paracetamol (fioricet). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("chronic fatigue"). The patient was treated with surgery (she would be undergoing hysterectomy due to the events). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, genital haemorrhage and pelvic pain with essure. The reporter commented: serious injury criterion: hospitalization, required intervention and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082007) on 21-dec-2018. The most recent information was received on 12-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included butalbital;caffeine;paracetamol (fioricet). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant) and fatigue ("chronic fatigue"). The patient was treated with surgery (she would be undergoing hysterectomy due to the events). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, genital haemorrhage and pelvic pain with essure. The reporter commented: serious injury criterion: hospitalization, required intervention and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.